Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. An exterior visual inspection was performed and no defects were found. Functional testing was unable to be performed. A data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective u5 component in the main printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.